Event description:
It was reported by service report that the power cord was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power conducting blades were bent and the ground pin was loose.